Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. Also, visual summary analysis of the lead indicated damage at implant. Analyst comments noted that the lead was received with the helix bent. (B)(4).

Event description:
It was reported that during the implant procedure in was noted under fluoroscopy that the lead's screw was sideways in the lead during insertion in a safe sheath. The lead was removed, the helix extended, and visual inspection confirmed that the screw was not straight. A different lead was implanted instead. No patient complications have been reported as a result of this event.